Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman trusteer access system (was) and a 24mm watchman flx pro laa closure device & delivery system (wds) were selected for use. After achieving femoral access, a transseptal puncture (tsp) was performed using the versacross connect and the trusteer sheath. After the tsp crossing, a thrombus was noticed on the tip of the was sheath. The physician aspirated the clot through the sheath and pulled everything back to the right side. The devices were flushed and the procedure was successfully completed with no patient complications.